Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified white particles in the inner device, and a cracked opening. A leak test and microscopic analysis was performed which identified a cracked opening. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: g2, h3, h6.